Event description:
It was reported the surgeon likes to put surgilube (ky jelly) on the shaft of radiofrequency devices to keep the device from sticking to the lip/tissue. When he put it on the peak device, he claimed it generated more heat and he thought he saw smoke.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The plasmablade used in the reported complaint was not returned for analysis. End of report.